Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at down arrow button on keypad trace. No number ramping or scrolling on display noted. The insulin pump was received with scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.